Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected alarm. Customer's blood glucose at time of incident was unknown. Customer stated that check alarm history but there was no other alarm. Customer stated that alarm occurred shortly after inserting a new battery. Customer was explained that the pump experienced an unexpected restart. Customer was advised to monitor pump and we will ship replacement battery cap for the pump.